Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2017. Pfs and medical records received. Pfs alleges pain and stiffness. After review of the medical records for MDR reportability, operative notes indicated metal staining, femoral component was found pivot proximally which indicated loosening. Patient had an uncemented hip metal on metal implant. It was also reported that fibrous membrane found surrounding the stem. Patient underwent revision of left femoral component with liner exchange and extended trochanteric osteotomy for metallosis. She had a right hip done in 2006 with unknown implant device and had dislocation three times. If additional information is provided indicating depuy products were implanted in the right hip, then this event will be reported at that time. No right hip revision has been reported. Patient's desired activities was limited. MRI report indicated that there was no evidence of infection. Lab results indicated elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.